Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an 'hwref' error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. Global transmitter final functional tests were performed and passed all relevant tests. The receiver data log was not downloaded for review due to the product being a g4 transmitter. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.